Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported "three weeks ago, a PICC line was placed on a patient for chemotherapy. The first treatment went smoothly. Injection also went fine and without having to apply pressure. However, during the second course of treatment, there was leakage at the insertion opening. The oncology nurse then removed the line and found a tear in the line about 5 cm from the insertion. There has been leaking cytostatica underneath the skin of the patient. We used hyaluronidase sc after leaking paclitaxel underneath the skin. No new catheter has been placed yet. There has been no further harm or negative impact on the patient.